Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during chemotherapy treatment, a huber needle 19g x 0.75 from the recent order was used and appeared normal upon insertion. However, when the needle was removed, it was noted to be rusted and oxidized. No further information was provided. It was reported this occurred with five devices. This report addresses all five devices.